Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal lioresal (unknown concentration and dose) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient was in today for a refill and motor stall 529 and pending changes 333 codes appeared. The hcp stated a motor stall and recovery did not show up in logs but confirmed this was the first time patient was interrogated with the new software. Technical services explained and sent software upgrade notification letter explaining this. For code 333, technical services confirmed the hcp had gone through and updated the pump before trying to look at the reports. The hcp confirmed appropriate changes had been made and were reflected in the report. Technical services told caller to call back with any issues.